Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: both devices had the same problem for two different cases on the same day. Upon review of the information provided that ¿both devices had the same problem for two different cases on the same day,¿ second complaint opened and MDR will be filed on product complaint # (B)(4). Therefore, this report is being considered not reportable/void. First device filed on MFR report # 3005075853-2020-00132.

Manufacturer narrative:
(B)(4). Batch #: unk. A valid lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there was any patient consequence? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Lot# r49y3y provided was reviewed and was found to be invalid. Do you have the correct batch and/or lot number for the device?.

Event description:
It was reported that during a hemorrhoidectomy procedure, the staples from the pph03 didn't fire properly, leading to heavy bleeding. Surgery was delayed 35 minutes. Monopolar and haemostatic agent used to manage the bleeding. The procedure was successfully completed.